Event description:
It was reported that the right ventricular lead had exhibited high pacing lead impedance and high capture threshold over the last month. It was noted that during a previous generator change on (B)(6) 2014, the lead had externalized conductor but was otherwise functioning normally. The lead was capped and replaced on (B)(6) 2018. The patient was fine before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the connector end measuring 12.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.